Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('side and back pain mild to severe') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included post-traumatic stress disorder. Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/cramps"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), flank pain ("side and back pain mild to severe") and uterine polyp ("reproductive system disorder or condition type of disorder or condition: endometrial poly"). The patient was treated with ibuprofen and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, flank pain and uterine polyp outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, flank pain, menorrhagia, uterine polyp and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, both tubes were blocked. Most recent follow-up information incorporated above includes: on 20-jun-2019: pfs and mr received. Previously reported event injury was replaced with events from pfs: abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: endometrial poly, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), side and back pain were added.laboratory data was added. Essure removal date and procedure was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.